Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown helical blade. Part and lot numbers were not provided by the reporter. Other¿UDI# is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a follow-up visit with the surgeon on an unknown date, x-rays revealed that the tip of a helical blade was discovered to have migrated into the patient's joint space. It is unknown if the construct is a trochanteric fixation nail system (tfn) or a trauma next generation trochanteric fixation nail system (tfna). The surgeon plans to perform a revision surgery and revise the patient with a shorter helical blade. The date of the planned revision surgery is unknown. The original implant date is unknown. This report is for one unknown helical blade. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The original implant date was approximately one and half years before the explant date for a left hip fracture that had fully healed. Hardware removal took place back on (B)(6) 2015 changed to reflect engineer's finding that x-ray shows the trochanteric fixation nail system (tfn) construct not a trauma next generation trochanteric fixation nail system (tfna). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: (02/09/2016) it was reported that a patient went in for revision surgery for hardware removal of a trochanteric fixation nail system (tfn) construct on (B)(6) 2015 due to the tip of a helical blade was discovered to have entered the joint space. The hardware removal consisted of (one) unknown trochanteric nail, (one) unknown helical blade, and (one) unknown distal locking screw, all removed (fully intact). There was no surgical time delay and the patient status outcome is fine. The original implant date was approximately one and half years before the explant date for a left hip fracture that had fully healed. This complaint involves three devices.